Event description:
It was reported that although the patient was enrolled in the remote monitoring program, no transmission was received. The patient further reported that the monitor had transmitted successfully in the past and there were no known changes in connectivity or the phone lines. The monitor was to be returned. No patient complications have been reported as a result of this event. It was further reported that there was an expectation that a carealert transmission would have been triggered by the elective-replacement-indicator (eri) status of the implanted device, but that no such transmission was received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.